Event description:
Chest x-ray findings revealed separation of the distal 2 cm of the central venous catheter from the remainder of the catheter with embolization of the catheter tip into a right lower lobe segmental pulmonary artery. Catheter tip was retrieved in interventional radiology - no harm to the patient. The catheter was exchanged and new catheter placed.